Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR, due to being selected as reportable in error, per customer advocacy. Complaint is not reportable, per corpft (B)(4).

Manufacturer narrative:
(B)(4). Please disregard the initial reporting of this event. As this event has now been deemed not reportable.